Event description:
It was reported that a physician had stated that there was something wrong inside with the patient's catheter. No symptoms were reported. The pump system was delivering dilaudid (no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).